Event description:
It was reported that the device was used during a roux en y bypass. When the device was fired and opened there was a malformed staple line. The same device was used with a new reload and the case was completed. There were malformed staples and the cut line was also not as expected. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that twelve reloads were received as follows: cartridge a, b & c: j5h66v, ecr60w, fully fired and in good visual condition. Cartridge d: j5h696, ecr60w, fully fired and in good visual condition. Cartridge e: j5h66v, ecr60w, unfired. Evaluated with a test device, the staple line and cut line were complete and the staples were noted to have the proper b-form shape. Cartridges f, g,h & I: j5h66v, ecr60w, inside its original package. Reload (f) evaluated with a test device, the staple line and cut line were complete and the staples were noted to have the proper b-form shape. Cartridges: j, k & l: j5h696, ecr60w, inside its original package. Reload (l) evaluated with a test device, the staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples and cutting issues were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch: (B)(4) (mfg date: 7/19/2012; exp date 6/19/2017).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not specified. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Unopened, malformed staples, cut line was not good. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Ten plus. Was there a recent conversion to ees devices in this account or with this surgeon? No.